Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Additionally, the insulin gauge was inaccurate and static. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion - pump issue was verified, but the ui: hs insulin gauge/fill estimate-undefined supply issue, issue could not be verified. The information will be used for tracking and trending purposes.